Manufacturer narrative:
Analysis of the lead found that the lead/body was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device returned, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an external neurostimulator (ens) for basic evaluation. It was reported that when the physician went to deploy the temporary lead, the stylet would not release. There were no known contributing factors. Troubleshooting was done to try to hold the lead in different areas and remove the stylet with and without the needle. The lead was removed and was in one piece. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.